Event description:
N/a.

Manufacturer narrative:
The device was returned for evaluation. The technician found that the handpiece was over torqued with a damaged housing and transducer. The technician replaced the housing and transducer and retested the unit. The handpiece then passed all functional tests. The device history record (DHR) documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. This was the first field service for this device. The reported complaint was confirmed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported in behalf of the customer that the c2602 cusa excel 36khz straight handpiece was connected to an excel machine and upon start up the handpiece failed start up procedure. No patient was involve. No delay in surgery and no injury to anyone. Additional information received on 19aug2019 indicating that the action taken after the product problem was they got their back up handpiece and completed the setup without error.